Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 500mg/dl with vomiting and nausea. Patient was treated with IV fluids in the emergency room. During troubleshooting, customer support found that the basal history did not match active basal program. This complaint is being reported as the discrepancy was not resolved and the patient experienced hyperglycemia.